Event description:
It was reported that the patient presented to the hospital for a pacemaker changeout. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold and low pacing impedance upon interrogation. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.